Event description:
The pt reported the ipg was moving outside of the original pocket site, and was causing significant discomfort. The pt was scheduled to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.